Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving intrathecal prialt (4.0 mcg/ml at 3.1774 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's pump located in their abdomen was flipping so the hcp moved the pump to the flank. When opening the pocket in the abdomen and removing the pump, the pump segment attached to the pump was stuck on the pump and could not be removed. The hcp had to cut the segment and therefore replaced the pump segment of the catheter. There were not any known environmental/external/patient factors that may have caused or contributed to the event. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown.